Event description:
The customer was hospitalized for dka. It was indicated that the customer was vomiting. The doctor believes that the cause of their hospitalization is the pump malfunctioning. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, the high-pressure test was done and did not pass. The customer did not have another reservoir or set to change. Advised the customer that when customer is in a position to change the set and the reservoir to do. And then call help line to run the high-pressure test again.